Event description:
It was reported that during a procedure, the tip of the unit fell off. No adverse consequences were reported. It was further reported that there was a five minute delay and a replacement was available. Further, the tip was retrieved from the pt and burn marks were observed.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.